Event description:
It was reported that the implantable recorder was sensing atrial tachycardia episodes when the patient actually had heart block. The recorder was later removed due to upgrade to an implantable pulse generator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed; analysis revealed no anomalies found.